Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and tubing had a air bubbles of different size. Customer's blood glucose level was 190 at the time of incident. Troubleshooting did not resolve the issue. Customer called back to report air bubbles were still present in reservoir and tubing. Reservoir will not be returned for analysis.